Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the insertion section of the subject device had evidence of third-party repair. Therefore, a relationship between the reported perforation and the subject device could not be determined by olympus. Please note ¿ the subject device was not returned under this complaint. However, the subject device captured in this complaint was returned and an evaluation was performed, documented and an MDR submitted under related record (patient identifier # (B)(6)- mw # 155319) with the complete evaluation results. Per the device evaluation, it was confirmed that the device was third-party repaired. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿perforation: operation manual: important information ¿ please read before use never perform flexibility adjustment, operate the bending section, feed air, or perform suction, insert or withdraw the endoscope¿s insertion section, or use endotherapy accessories without viewing the endoscopic image or while the endoscopic image is frozen. Patient injury, bleeding, and/or perforation may result. Regardless of the flexibility of the endoscope¿s insertion tube, never insert or withdraw the insertion section abruptly or with excessive force. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ ¿third-party repair: operation manual: important information ¿ please read before use prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. This report has been submitted by the importer under MDR number 2429304 - 2023 - 00032.

Event description:
Medwatch (mw) (B)(4) was received by olympus stating that during colonoscopy using this evis exera iii colonovideoscope, the patient had colon perforation. There have been no defects or issues identified with the device, as reported. There were no reports of further patient or user harm associated with this event. Two perforations were mentioned in the mw event description, which are captured in patient identifiers: (B)(6) with mw (B)(4). (B)(6) with mw (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h11 from the previous submission. The correction is as follows: the subject device in this complaint was returned; however, the physical device evaluation was performed, and the results are documented in related record a1: patient identifier (B)(6). (Manufacturer report # 9610595-2023-08046).

Manufacturer narrative:
This supplemental report is submitted to provide additional information.

Event description:
The customer confirmed that the procedure was a therapeutic and diagnostic colonoscopy and the case was completed with the same device. There was no prolonged surgical or anesthesia time due to the issue. The device was inspected before use and the issue was found after the procedure. The reported problem did not affect the diagnostic/therapeutic outcome of the procedure. The patient had a perforated viscous and surgery was performed to repair the perforated viscous. The patient¿s current status is stable. The device will be returned to olympus for device evaluation.